Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the returned complaint device consisted of a coyote balloon catheter. The balloon is loosely folded. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. The tip is damaged. Functional testing was carried out by attaching an inflation device filled with water to the hub of the complaint device and inflating the device to rated burst pressure (rbp). The device inflated and held pressure for 5 minutes without leaking. Product analysis did not confirm the reported event. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during third inflation at 14 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient serious injury nor complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during third inflation at 14 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient serious injury nor complications were reported.